Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the distal stent wraps with struts raised and stretched. Slight deformation was evident to the distal tip, consistent with use of the device. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was located in the mid right coronary artery (rca), exhibiting moderate ectasia in the proximal and mid sections. The device was inspected with no issues. The lesion was pre dilated. Resistance was noted while advancing the device to the lesion, excessive force was not used. It was reported that the device was used in the patient. The procedure was completed using a 4.0x16mm non medtronic device. The patient was discharged. Image review: photo 1; an image provided shows deformation to the distal wraps of a stent. Photo 2; an image provided shows the distal section of an sds device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. It was reported that stent deformation occurred. Images provided indicate that stent deformation occurred in vivo. No patient injury was reported.